Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flowhead o2, n2o, air and nc solenoid valve were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.